Manufacturer narrative:
Curve analysis revealed normal amplification profiles for both tests. The mec (methicillin resistance gene) target was positive, with CT (cycle threshold) values of 22.1 and 21.5, while the scc (staphylococcal cassette chromosome) target was negative, showing CT values of 0 and ef (efficiency factor) values of 30 and 54. Notably, a distinct tilt curve was observed for the scc target, falling below the CT threshold of 38 but approaching the ef threshold of 70. These findings suggest that the strain may represent a scc variant, as indicated by the atypical tilt curve observed for the scc target. Although no patient harm was reported, the absence of pre-emptive isolation led to a delay in implementing isolation measures. This may have resulted in a potential, though unconfirmed, risk of mrsa transmission to the patient sharing the room. The sample has been requested for investigation. Therefore, the analysis is still ongoing to confirm the likely root cause (mutation).

Event description:
On (B)(6) 2025, a customer reported an incident to cepheid. On (B)(6) 2025, a nasal swab was collected from an asymptomatic patient using a dual rayon cphd (copan pre-analytical healthcare device) collection device. The sample was tested on the same day using the xpert mrsa nxg assay lot 14309/1001479952, which returned a negative result for mrsa (methicillin-resistant staphylococcus aureus). This result was reported to the physician. On (B)(6) 2025, a chromogenic plate test performed on biomérieux showed a positive result with a high abundance of mrsa colonies. The same day, to investigate the discrepancy, a retest of the original swab using the xpert method (same lot 14309) again returned a negative result, which was not reported to the physician. The customer followed the product instructions (pi), using the same swab for both nostrils and storing the second swab in the fridge between tests. The customer is experienced with mrsa testing and uses the cphd collection kit as recommended. On (B)(6) 2025, further testing was conducted: an antibiogram confirmed the presence of mrsa, and a maldi-tof (matrix-assisted laser desorption/ionization time-of-flight) test also returned a positive mrsa result. Both results were reported to the physician. The patient showed no symptoms. Initially, due to the negative gx result, the patient remained in a shared room. After the culture confirmed mrsa, the patient was isolated and treated accordingly. There was no reported harm to the patient, although it remains unknown whether the other patient in the shared room was contaminated.

Manufacturer narrative:
Curve analysis revealed normal amplification profiles for both tests. The mec (methicillin resistance gene) target was positive, with CT (cycle threshold) values of 22.1 and 21.5, while the scc (staphylococcal cassette chromosome) target was negative, showing CT values of 0 and ef (efficiency factor) values of 30 and 54. Notably, a distinct tilt curve was observed for the scc target, falling below the CT threshold of 38 but approaching the ef threshold of 70. The sample has been requested for investigation. The in-house whole genome sequencing analysis of the strain confirmed that it represents a scc variant, as indicated by the atypical tilt curve observed for the scc target. Although no patient harm was reported, the absence of pre-emptive isolation led to a delay in implementing isolation measures. This may have resulted in a potential, though unconfirmed, risk of mrsa transmission to the patient sharing the room. The likely root cause of this discrepancy is a mutation/genetic drift which is considered a malfunction. Therefore, this case is deemed reportable. Annex codes have been updated to reflect the outcome of the investigation.